Event description:
A surgeon reported that during the hydro dissection portion of the laser assisted cataract surgery, the lens "popped forward.' After the phacoemulsification, the surgeon noted a tear on the anterior capsule. Per the surgeon, it is unknown what caused the tear. The surgeon was able to implant the planned intraocular lens, and the procedure was completed with no other complications.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Per the information provided by the company representative, the surgeon encountered an occlusion while using the phaco system, which required a handpiece replacement. The capsular tear was noted after the phacoemulsification phase was completed. Nevertheless, the surgeon reported that the capsular tear occurred during hydro dissection, as the lens popped forward. Additionally, in the opinion of the surgeon, the laser system did not contribute to the event. The root cause cannot be determined conclusively. (B)(4).